Manufacturer narrative:
H.6. Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for foreign matter with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that foreign matter was found in the bd vacutainer® sodium heparinn (nh) 75 usp units blood collection tube before use. The following information was provided by the initial reporter: "fm in tube".

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that foreign matter was found in the bd vacutainer® sodium heparinn (nh) 75 usp units blood collection tube before use. The following information was provided by the initial reporter: "fm in tube".